Event description:
Subsequent to the initial MDR, additional information was received on 3/21/2024.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred on the day after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s apartment manager found the patient unconscious while sitting on a bench. The apartment manager called 911. No cgm or bg meter values were provided at this time. Once emergency medical service arrived, the patient was transported to the emergency room (ER). Once at the ER, the patient¿s cgm was reading 51 mg/dl and the bg meter was reading 85 mg/dl. The dexcom device was then removed by the ER nurse. The patient was treated with IV dextrose, IV fluids, and unspecified antibiotics. The patient was discharged home early the following morning (less than 24 hours). The patient was fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.